Event description:
It was reported that during an unknown time, the flip guard is broken. There was no patient impact but it is unknown if there was delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.